Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the cutter failed the test cut, multiple blunt spots. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the surgeon that during surgery the device was tearing the skin graft. An alternate device was available for immediate use. There was no report of harm, injury or delay. Due diligence is complete and no additional information is available. During device evaluation the cutter failed the cut test. No adverse events were reported as a result of this malfunction.